Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device seal plates were partially disengaged from the jaw and were stuck together. The reported conditions were confirmed. The stuck seal plates were pried open and investigation found arcing damage on the jaw seal plates. The damages to the device are consistent with grasping on a metal object during activation. The arcing event cause the seal plates to separate and stick together, which also prevented the device from closing properly. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The picture showed the device seal plates were detached and stuck together. The reported conditions were confirmed. However, without the device, pmv could not determine what caused the reported issue of the complaint. The investigation could not determine the root cause of the customer's report based on the picture sample sent. The customer is advised to return the device to pmv, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hapatectomy, the jaw of the device cannot be closed because the stainless steels were broken and it had a part that broke off. Nothing fell into the patient's cavity. Another device was used to complete the procedure. There was no patient injury.